Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 583 mg/dl. The caller wanted someone to go to the hosp to troubleshoot the insulin pump. Advised that the troubleshooting can be done over the phone, but the caller did not want to disconnect the insulin pump from the customer. The caller disconnected the call at that point. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.